Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus. Imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during a gastroscopy with therapeutic dilatation procedure to treat esophageal stricture performed on (B)(6) 2025. During the procedure, the manometer on the inflation device lost pressure. The balloon was inspected, and a hole was discovered where saline was leaking out. The procedure was completed with another of the same balloon device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus. Imdrf device code a0504 captures the reportable event of balloon leak in the esophagus. Block h11: the returned cre pro wireguided dilation balloon was analyzed, and a visual inspection found that the device had no damages. Functional and microscopic inspection was performed, the balloon was inflated without any problem; however, it was not able to hold pressure due to a pinhole in the balloon located approximately 16 mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole and balloon leak were confirmed. The analysis on the returned device found that the balloon had a pinhole located approximately at 16 mm from the tip of the device. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure, could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during a gastroscopy with therapeutic dilatation procedure to treat esophageal stricture performed on (B)(6) 2025. During the procedure, the manometer on the inflation device lost pressure. The balloon was inspected, and a hole was discovered where saline was leaking out. The procedure was completed with another of the same balloon device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.